Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive premium superpulsed laser system, two of the fibers caught on fire and got melted. There were no reports of patient harm.